Event description:
Customer reported an event log review due to 32mg of morphine being delivered over a 4 1/2 hour period. Morphine was in a 50ml syringe. The pca pump was set up and double checked by another rn. At the change of shift rn and oncoming nurse went to bedside to check pca module. At this time, it was noted pt had not used pca by pt's verbal report and pca history which showed zero demands and deliveries. Yet the pca showed 32mg of morphine delivered since 1520. The pump was set up correctly and there was no continuous dose. The night charge nurse and the nursing supervisor were called to the bedside and they also confirmed the pump was set up correctly. There was no report of pt harm and no report of medical intervention. Although requested, no add'l or event info was provided.

Manufacturer narrative:
(B)(4). The event logs have been received, but eval has not yet begun. A f/u report will be submitted with failure investigation results once the eval has been completed.